Event description:
It was reported that the device was explanted following an observation that blood had ingressed into the connector block during an atrial lead repositioning procedure. It was also observed that the pocket was full of blood. No patient complications were reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: no anomalies found. Other: it was reported that the device was explanted following an observation that blood had ingressed into the connector block during an atrial lead repositioning procedure. It was also observed that the pocket was full of blood. No patient complications were reported as a result of this event. Actual device involved in incident was evaluated electrical tests performed mechanical tests performed visual examination device performed according to specifications device operated according to specifications.